Event description:
A patient reported they were not able to get a reading because their one touch ii meter was allededly displaying a frozen screen. Patient not able to get a reading at all on this meter and had to use another meter. The result on the other meter was 405 mg/dl. Patient reported symptoms of feeling crabby, irritable and red cheeks. There was no treatment. No further information has been reported.